Manufacturer narrative:
The device was returned and evaluated. The device evaluation concluded that there were unauthorized modifications made to the device and possibly failure to assemble the batteries correctly.

Event description:
Technician plugged in the scooter to charge and after a few minutes he allegedly heard the circuit breaker trip. Technician went to look to determine why it tripped and the battery box allegedly exploded.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Technician plugged in the scooter to charge and after a few minutes he allegedly heard the circuit breaker trip. Technician went to look to determine why it tripped and the battery box allegedly exploded.